Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing multiple low blood glucose (bg) alerts while using the ilet. The lowest reported cgm value was 53 mg/dl: however, a confirmatory finger stick reading was 70 mg/dl. The user managed bg levels with food and no medical intervention or hospitalization was required.